Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and the patient. It was reported that the ins takes 3-4 hours to charge and then it was not taking a charge. The ins was dead on the day of the call and the rep was unable to charge the controller to charge the ins. The rep said they had the controller plugged in for 30 minutes but when they unplugged it, it was dead and the controller battery would not charge. The rep also reported that ins battery didn't hold a charge and takes 3-4 hours to charge. The rep said the patient had been having problems since implant. The rep noted that when the patient tried to charge the ins a rm04 error message occurred. A replacement recharger (rtm) and controller battery pack (bp) were sent to the patient. The rep called back later and reported that the ins was charging as follows: 1:15 pm - 30% stayed there until 4:18 pm at 40%. The rep inquired if the patient was able to lock the controller after starting the recharge process. The rep said the patient does not use the belt and sticks the rtm in their pants and the controller in their pocket. It was reviewed that it was best practice to lock controller after charging to achieve fastest and most optimal recharge speeds and the patient's method of charging could certainly cause a fluctuation in recharge quality and could be a possibility of why the ins was charging slower. The rep said they would fl follow-up with patient and advise to test charging with the belt. The patient later reported that the controller gave them error messages and stopped working over and over again. The patient said that after 4 hours of trying to charge the ins there was no charge left in the ins. The patient stated they took the bp out of the controller to reboot it but it made no difference. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the ins not holding a charge and it taking 3-4 hours to charge the ins was not yet determined. The rep stated the patient was still saying it was taking hours to charge but the patient was just tucking the antenna in their pants and charging. The rep said the patient was out of town but they would meet so the rep could observe the patient charging and show the patient the proper way to recharge. It was noted the issue was not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2020-jan-14 regarding a patient implanted with a neurostimulator. It was reported that they had been having trouble with the device for a long time and it did not work anymore. This had been occurring since the beginning of november. The patient was looking for a physician in order to resolve the issue. No further complications were reported.